Event description:
A cracked and shattered touchscreen was reported, rendering the device unresponsive and illegible. There was no reported impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.